Manufacturer narrative:
(B)(6).

Event description:
It was reported that the device was fractured. A 6f guidezilla ii was selected for us. During the procedure, it was noted that the device was fractured. The device was removed normally and no fragments were left inside the patient body. The procedure was completed with another of the same device. The patient was stable post procedure.

Event description:
It was reported that the device was fractured. A 6f guidezilla ii was selected for us. During the procedure, it was noted that the device was fractured. The device was removed normally and no fragments were left inside the patient body. The procedure was completed with another of the same device. The patient was stable post procedure.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the device was fractured. A guidezilla was selected for us. During the procedure, it was noted that the device was fractured. The procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. Device evaluated by manufacturer: the device was returned for analysis. The device was visually and microscopically examined. At 1.7cm and 4.7cm from the collar, the shaft of the device was kinked. At 6.4cm-9.2cm and 21.1cm-22cm from the collar, the shaft was flattened. The tip of the device was damaged and there is blood present in the shaft of the device. Product analysis could not confirm reported event as there was no break in the returned guidezilla device. The unreported damage is consistent to damage that can occur during preparation, procedural use, or post procedure.